Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power, and a visible yellow o-ring. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2018 with the following findings: a review of the pump¿s black box showed multiple call service 052/054 alarms. A visual inspection revealed a cracked battery compartment. The battery cap was not returned for investigation. A test battery cap was able secure enough and power up the pump. The pump powered on with two beeps, vibration, and a blank display. The pump was opened and a test display was inserted with no improvement. Further testing was not able to be performed due the blank display. Investigation revealed that a slave processor failure had occurred. No damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.